Event description:
It was reported that the patient received inappropriate shock during sinus rhythm during follow up. The rv lead had increased in impedance to greater than 2500 ohms. Device was removed from service. No patient complications have been reported as a result of this event